Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx aptus endoanchors were implanted in a patient to treat a proximal type I endoleak from another manufacturer. It was reported that the CT revealed that the abdominal aortic aneurysm is 8.5 cm in diameter, there was a proximal type I endoleak and a type ii endoleak lumbar branch near l4. A year later the CT revealed the same proximal type I endoleak present. The patient was treated with a branched five piece fenestrated endograft placed proximally and the proximal type I endoleak was resolved. Per the investigator, the event was related to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.